Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, the customer was hospitalized six times since she started therapy. She stated he had reported two hospitalizations and since then she had four more. The last hospitalization was due to low blood glucose of 20 mg/dl. Customer declined troubleshooting assistance. An attempt was made on (B)(6) 2015 to gather further information on the hospitalization a voice mail was not left at it was full. Customer declined to report incident on (B)(6)2015. The device is not returning for analysis.